Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-26037. It was reported the patient's scs system was not functioning properly. The ipg would overheat before it completely failed and was not holding a charge. It was also reported half of the scs system was not functioning. Our records indicate that the entire system was explanted and a new system was implanted. The patient is now receiving effective stimulation.